Manufacturer narrative:
Implanted device remains.

Event description:
Per the hospital, the patient reportedly had repeated colds after implantation and acquired a high fever a few days before surgery. The patient was diagnosed with meningitis post-surgery, however the patient is reported to be doing well. Additional information has been requested, but was not available at the time this report was filed june 17, 2009.